Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 7300tfx valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 9 years, 5 months due to stenosis. The intervention has not been scheduled yet and there is no complaint of early failure.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including an implant duration greater than 9 years.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b1, b2, b4, b5, g3, g6, h2, h6.

Event description:
It was reported that a 33mm 7300tfx was disabled via a valve-in-valve procedure after an implant duration of 9 years, six (6) months due to mitral stenosis. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, e21, e2, g3, g6, and h2. H11: corrective data: based on the additional information obtained, updated section h6 (investigation conclusions) to "cause not established". It was entered as 50 - adverse event related to patient condition in the follow up report medwatch # 25297. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.